Event description:
It was reported to philips that there is an artifacts in 5 leads unable to read 12 leads. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.